Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned as product is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported by the patients legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2007 and subsequently reports undefined complaints. No further information has been received.